Event description:
Subject device was implanted in 1998 for a grade I open midshaft transverse comminuted femur fracture. Plate was noted as broken in 1999 and removed in 1998.

Event description:
Subject device was implanted for a femur fracture on an unknown date. Device was noted as broken several weeks postoperative. Date of removal is unknown.